Manufacturer narrative:
Device investigation was performed by fresenius medical care (B)(4). Initial testing did not identify a problem that would indicate excess uf. (B)(4).

Event description:
Fresenius med care (B)(4) received a report regarding a home hemodialysis pt who fainted during treatment and was given 4-5 liters of saline. The pt's assistant claims that a lot of uf (ultrafiltration) is being removed and he has to give the pt saline to keep her pressure normal. The machine is set to minimum uf during treatment. Pre and post dialysis weights are not taken at home as she is in a wheelchair. The machine was replaced and there has been no reported problem.